Event description:
It was reported that after changing to an inset 23 inch infusion set, the user experienced elevated blood glucose readings in the 300s without pump alerts, visible leakage, or evidence of a bent cannula, and later administered subcutaneous insulin by pen while continuing to use the ilet. Symptoms included hyperglycemia, feeling unwell, and vomiting. Outcomes included no lasting health consequences or impact, with blood glucose returning to normal and the user feeling fine. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.